Event description:
It was reported that difficulty removal and inadequate apposition of a stent occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). Following pre-dilatation of a 1.5x10 and 2.5x12 non-bsc balloon catheters, a 3.0 x 38 synergy drug-eluting stent (des) was placed in distal rca and a 4.00 x 38mm synergy des was placed in mid rca. However, it only inflated to 8 atm and the pressure did not increase. When tried to replace the inflation device and inflated it again, the pressure still did not increase and the distal part of the stent was dilated but the proximal stent was in a defective appearance of dilation. The device was removed outside the patient's body, however, it could not be removed because the distal part was dilated. A 5f non-bsc guide catheter was used to engaged and only the stent delivery system was removed. Finally, the stent was successfully implanted and post-dilated the lesion with a 4.0x15 non-bsc balloon catheter. The procedure was completed and no patient complications were reported. It was further reported that the haemostatic valve was fully opened for passage of the stent. The shaft was not bent or twisted during use and there were no other catheters used when inflating and deflating the stent. The user waited for over 30 seconds for balloon deflation before pulling back the device and resistance was encountered during withdrawal of the balloon from the deployed stent.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that difficulty removal and inadequate apposition of a stent occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). Following pre-dilatation of a 1.5x10 and 2.5x12 non-bsc balloon catheters, a 3.0 x 38 synergy drug-eluting stent (des) was placed in distal rca and a 4.00 x 38mm synergy des was placed in mid rca. However, it only inflated to 8 atm and the pressure did not increase. The inflation device was replaced. The balloon pressure still did not increase and the distal part of the stent was dilated but the proximal stent was in a defective appearance of dilation. The device was attempted to be removed, however, it could not be removed because the distal part was dilated. A 5f non-bsc guide catheter was used to engaged and only the stent delivery system was removed. Finally, the stent was successfully implanted and post-dilated the lesion with a 4.0x15 non-bsc balloon catheter. The procedure was completed and no patient complications were reported.

Event description:
It was reported that difficulty removal and inadequate apposition of a stent occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). Following pre-dilatation of a 1.5x10 and 2.5x12 non-bsc balloon catheters, a 3.0 x 38 synergy drug-eluting stent (des) was placed in distal rca and a 4.00 x 38mm synergy des was placed in mid rca. However, it only inflated to 8 atm and the pressure did not increase. When tried to replace the inflation device and inflated it again, the pressure still did not increase and the distal part of the stent was dilated but the proximal stent was in a defective appearance of dilation. The device was removed outside the patient's body, however, it could not be removed because the distal part was dilated. A 5f non-bsc guide catheter was used to engaged and only the stent delivery system was removed. Finally, the stent was successfully implanted and post-dilated the lesion with a 4.0x15 non-bsc balloon catheter. The procedure was completed and no patient complications were reported. It was further reported that the haemostatic valve was fully opened for passage of the stent. The shaft was not bent or twisted during use and there were no other catheters used when inflating and deflating the stent. The user waited for over 30 seconds for balloon deflation before pulling back the device and resistance was encountered during withdrawal of the balloon from the deployed stent. It was further reported that the hypotube was cut to insert the 5f catheter to aid removal of the synergy des.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 38mm stent delivery system was returned for analysis with a haemostatic valve with blood inside attached to the manifold and the manifold was separated from the stent delivery system. No stent was returned with the device as the stent was implanted. The balloon cones were reviewed, and the balloon appeared in a deflated state with crimp markings visible on exposed balloon and blood like substance visible inside balloon. A visual and microscopic examination of the bumper tip showed damage to the tip of the device. A visual and tactile examination of the hypotube found a break 4mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found damage to the wire port polymer extrusion and a tear in the distal outer shaft polymer extrusion at 1mm proximal from the proximal balloon bond. There was also blood like substance visible inside mid-shaft and polymer extrusion shaft. The device was soaked in a 37c water bath due to dried media and blood inside the lumen. As there was a break in the hypotube separating the manifold, the device was attempted to be inflated following soaking using an inflation aid and inflated to 16 atm (1620 kpa) for the 3.00 mm - 5.00 mm sizes. However inflation failed due to residue in inflation lumen.the device was cut by the analyst 2cm proximal to the midshaft bond to attempt another inflation however this was not successful. The device was cut again 1cm distally to the port bond to facilitate inflation using inflation needle. The device would not hold pressure due to a leak noted in the distal outer shaft polymer extrusion at 1mm proximal from the proximal balloon bond. The inflation device verified before and after inflation to 16 atm. No other issues were identified during the product analysis.